Event description:
As reported, an unknown guidewire could not progress in a 2.5mm 25cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter "didn´t have lumen. The same internally blocked." Unfortunately, it was necessary to use another unknown balloon catheter and unknown guidewire. There was no reported patient injury. The device will be returned for evaluation. Addendum: during the product evaluation a piece of inner body polyethylene tucked inside the guide wire lumen could be observed. The polyethylene material was observed kind of accordioned (zigzag) inside the guide wire lumen. Also, it can be observed that the piece of inner body polyethylene looks ripped at the separated area.

Manufacturer narrative:
Complaint conclusion: as reported, an unknown guidewire could not progress in a 2.5mm 25cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter "didn´t have lumen. The same internally blocked." Unfortunately, it was necessary to use another unknown balloon catheter and unknown guidewire. There was no reported patient injury. The device was returned for analysis. A non-sterile saber 2.5mm x 25cm 150 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were detected on the saber by the naked eye. Neither compressed or flattened sections on the body shaft, nor crystallized contrast medium in the guidewire lumen were observed. Guidewire lumen flushing was attempted; however, flushing could not be achieved. Then, guidewire insertion testing was intended to be performed. An appropriate .018¿ lab sample guidewire was inserted via hub with unsuccessful results. The guidewire could not pass throughout the guidewire lumen of the unit. The guidewire was advanced and stopped at 121cm from the hub and no longer advanced, an obstruction was felt at this point. Per microscopic analysis, the guidewire lumen of the unit was cross sectioned at the obstructed area and a piece of inner body polyethylene tucked inside the guidewire lumen was observed. The polyethylene material was observed accordioned (zigzag) inside the guidewire lumen. It can also be observed that the piece of inner body polyethylene looks ripped at the separated area. Per dimensional analysis, the accordioned polyethylene material was taken out for measurement from the gw inner body. The polyethylene was found still attached to the unit at the proximal hub area. Therefore, the inner body polyethylene material tucked inside the guide wire lumen was unraveled and measured. The measured section was 14mm in length. A product history record (phr) review of lot 82226769 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen obstructed¿ was confirmed via device analysis; however, the exact cause cannot be determined. During analysis the material noted inside the guidewire lumen was noted to be polyethylene, the same material that is comprised of the guidewire lumen inner body. It is likely the accordioned piece was sheared off and accordioned at some point due to the interaction of the lining with a sharp object. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ the phr review does not suggest a manufacturing related issue; however, product analysis suggests that the event experienced by the customer needs further investigation to determine root cause. Therefore, an investigation has been initiated.